Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with 5-6 bedside monitors (bsms). The customer was advised to reboot the cns by exiting the application and clicking restart through windows. They were informed that the cns and other devices were on the wrong segment. No patient harm was reported. Investigation summary: the event was localized to the 4th floor. Troubleshooting steps taken on a related event (ticket (B)(4)) indicated a bedside take-over from one device. This bedside was connected to the network by mistake. The cause of the inadvertent connection was not determined. Once removed from the network, the communication issue was resolved. Separately, under ticket (B)(4), the customer was informed of the correct procedure to reboot the cns device. This procedure is provided in the operator's manual. Service history for pu-681ra s/n (B)(4) shows no other communication loss incidents. There is no indication that the cns had malfunctioned. Comm loss/signal loss is an error message notifying the user of loss of network communication between the monitoring cns or rns and that of the monitored devices. The message appears on an individual "tile" on the cns, corresponding to the communication loss of the monitored device. Other related events that may cause the issue are accidentally turning off the device, or accidentally unplugging the network cable of the monitored device, or user error. For transmitters, if there are transmitters assigned to adjacent channels of the network, there would be radio wave interference, and may cause signal loss. Other devices on the hospital network may also cause interference which could also cause communication or signal loss.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with 5-6 bedside monitors (bsms). There was no patient injury reported.

Manufacturer narrative:
The customer reported communication loss for the bedside monitor. According to the customer, 5-6 beds are in comm loss, the central nurse's station (cns) also sees the comm loss. The customer was advised to reboot the cns and was informed that the cns and other devices are on the wrong segment. They are connecting to the .22 instead of the .24 segment. The customer was advised to reboot the cns by exiting the application and clicking restart through windows. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 08/12/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B6 attempt # 1: 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 08/12/2021 emailed the customer via microsoft outlook for patient information: no reply was received. B7 attempt # 1: 08/02/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 08/09/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 08/12/2021 emailed the customer via microsoft outlook for patient information: no reply was received. Additional model information: concomitant medical device: the following device was used in conjunction with the bedside monitor (bsm): central nurse's station (cns): model #: ni, serial #: (B)(4), device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported communication loss for the bedside monitor, the central nurse's station (cns) also sees the communication loss. There was no patient injury reported.